Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 350 mg/dl, 150 mg/dl, and 160 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.